Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray examination of the lead found severely overtorque of the inner coil consistent with the procedural damage. After cleaning and by applying toque directly to the inner coil, the helix could be extended and retracted, and helix extension length met specification. The cause of the reported event of the helix would not extend was isolated to the helix clogged with dried blood/tissue and overtorqued of the inner coil.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a pacemaker implant. The right atrial (ra) lead was placed. Right before the physician hooked the lead to the device, the ra lead became dislodged and fell into the ventricle. The lead seemed stuck to the apex wall. The physician retracted the helix while the lead was in the ventricle. The physician then placed the lead in the atrium and tried to retract the helix, but it wouldn¿t come out. Multiple attempts were made, but the helix would not come out. The lead was explanted. The physician was able to get the helix out of the lead on the scrub table after 20 to 30 turns but decided to implant a new lead. The new lead was placed successfully. The patient was successful.